Event description:
It was reported that a Philips Sonicare DiamondClean Smart 9500 powered toothbrush handle became deformed and produced a burning smell during use. Consumer confirmed that no injury occurred.Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Manufacturer narrative:
B3: The event date is approximate.Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.The case is being conservatively reported as the event described as deformation (melt) during use is likely to cause or contribute to serious injury or death, if the malfunction were to recur.